Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due diabetic ketoacidosis to high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 580 mg/dl at time of incident and current blood glucose level was 125 mg/dl. The customer had symptoms nauseous and very thirsty. Customer stated that the drive support cap was protruded, loose, sticking out or flush. The customer was unsure wearing the pump at time of hospitalization. The customer was treated in the urgent care. The customer was advised to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.